Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a percutaneous transluminal stenting treatment procedure, difficulties advancing the stent across the lesion occurred. The 80% restenosis was located in the severely calcified and severely tortuous superior vena cava. The concentric shaped lesion had a 16mm diameter, was 50mm in length and contained a bend greater than 45 degrees. Vascular access was obtained via the femoral artery. The lesion was pre-dilated with a 12mm x 40mm (B)(4) balloon catheter and the residual stenosis was 70%. Next, the physician attempted to advance the 18x60/10fr wallstent endoprosthesis delivery system across the lesion, however, significant resistance was encountered and the device could not cross. The physician removed the device and completed the procedure by post-dilating the lesion with a 14mm x 40mm xxl balloon catheter. Analysis of the returned device noted the stent was missing. Additional information from the physician noted that the wallstent had dislodged from the delivery system after the procedure was completed, however, the physician also stated that the stent did not dislodge inside the patient.

Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the stent had been deployed from the device and was not returned. The blue outer sheath was kinked at 110mm proximal to the distal end of the blue outer sheath. No issues were noted with the proximal or distal movement of the outer sheath. The inner lumen was examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is determined to be user related. The dfu states, "the wallstent tracheobronchial endoprosthesis is indicated for use in the treatment of tracheobronchial strictures produced by malignant neoplasms or in benign strictures after all alternative therapies have been exhausted. The safety and effectiveness of this device for use in the vascular system has not been established and can result in serious harm and/or death." However, the complaint states that the stent was used to treat a lesion which was located in the superior vena cava. (B)(4).